Event description:
It was reported that during an implant attempt the appropriate capture threshold numbers were not obtained at any suitable location. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. However, all conductors had blood/body fluid (not obstructed).